Event description:
Related manufacturer reference number:2017865-2025-14930, related manufacturer reference number:2017865-2025-14931. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned due to the patient's death. The device image was saved successfully. The results of the electrical and stress/environmental tests were performed to indicate that the pacer is exhibiting normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.